Event description:
The lay user/patient contacted lifescan on aug. 6, 2007 and alleged that the causing on her one touch lancing device (minilancer) was cracked/broken. This complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to test her blood glucose due to the alleged issue on the lancing device. The issue started in 2007, at 11 pm. She also reported feeling sweaty and disoriented and treated herself with food. She did not receive/require medical treatment/intervention. It was not clear if the patient's symptoms began prior to the issue or after the issue began. At the time of troubleshooting, it was verified that this was not a new product and that there was no misuse of the product based on the information provided. This complaint is reported because the alleged issue with the lancing device was not resolved with troubleshooting and the patient experienced symptoms of hypoglycemia, which she treated with food. Replacement product was sent to the lay user/patient.